Event description:
A customer reported that the meter is "dead" and half of the display is missing. Customer reportedly replace the batteries but this did not correct the problem. While on the phone a review of the system was conducted. It was learned that portions of the "hundreds and units digit" were missing. A request was made to return the system for evaluation. In the meantime a replacement unit is being provided.